Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was able to be confirmed. The mpu (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 3 days ((B)(6) 2023 ¿ (B)(6) 2023 per timestamp). No external power alarms consistent with a loss of ac power were active on (B)(6) 2023 from 13:04:54 ¿ 13:05:09 and on (B)(6) 2023 from 04:47:16 ¿ 04:47:28. The backup battery was able to provide power to the system during the events. The alarms cleared once power was restored. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. Multiple good faith effort attempts were made asking for the serial number of the mobile power unit (mpu). It was also asked if the mpu has a v-lock connector, if the power cord came loose from the wall or from the back of the unit, if there were any environmental circumstances that may have caused the event, if the mpu was exchanged, and if it will be returning; however, no response was received. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the mpu (serial number: mpu-52843) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Additionally, the records indicated that the mpu was shipped with a v-lock connector. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A3 - patient gender requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had some low voltage alarms followed by no external power alarms directly after or within one minute of the low voltage alarms on (B)(6) 2023 and (B)(6) 2023. Log files were submitted for review. No external power hazard events were captured on (B)(6) 2023 and (B)(6) 2023 caused by the power to the mobile power unit being briefly interrupted. It was noted there was no interruption in pump support during these events.